Event description:
The customer's spouse called to reported that the customer was hospitalized. It was stated that the doctor reviewed the basal rates on the pump and basal rates were not set. It was indicated that the customer does not know how to check if the basal rates are in the pump and does not know anything about programming the pump. The contact informed that the doctor set the basal rates six months ago. It was mentioned that the basal rates might not have been on the pump for that length of time. The customer's bgs have been high off and on for the last few months. The time was correct. Assisted the customer's spouse in resetting the basal rates. The prime test was performed with the customer disconnected from the pump and the insulin exited. The customer's bg was treated.